Event description:
During a laparoscopic sigmoid colectomy, the surgeon indicated that the ligasure handpiece, 5mm-37cm, #lf1537 had stopped working. The handpiece was replaced with a new one, which worked without incident. Cause of failure unknown. No harm to patient.======================manufacturer response for sealing device, ligasure 5mm (per site reporter).======================the field representative will be picking up the device today.